Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the pump was malfunctioning due to automatic resets. There was no additional information provided. Animas has attempted to follow up with the reporter but has been unsuccessful. This report is made based on the allegation of the pump resetting issue.

Manufacturer narrative:
Follow-up #1 (B)(4) -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump powers on normally with functional auditory and vibratory features. A review of the black box shows no evidence of unexplained rebooting. The black box and alarm history did not show any errors or alarms related to the complaint. Alarms and warnings indicating typical pump usage were observed. The complaint could not be confirmed or duplicated on investigation.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.